Event description:
A malfunction was reported with the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump and advised the caller about necessary steps, including sending back the malfunctioning pump and using a multiple daily injections (mdi) therapy as backup.